Manufacturer narrative:
Integra has completed their internal investigation on april 17, 2017. Results: evaluation of returned device; with respect to the returned unit the lock has rotational movement when unit is not under pressure, this would not have caused a slippage; when unit is properly positioned and put under pressure unit would not have slipped. Unit was last repaired on july 20, 2016 and will require pm maintenance preformed at this time. DHR review: a total of (B)(4) were produced of this lot. No abnormalities relate to reported incident found nor where there any variances, mrr¿s or reworks associated with this lot/work order number. Complaints history: no manufacturing or design related trend has been identified. Post market information will continue to be monitored. Conclusion: this failure could not be confirmed, the root cause could not be determined in this case, however the unit did pass all functional test requirements.

Event description:
Patient was placed in skull clamp in the prone position for a posterior cervical procedure. In the process of positioning the patient, the skull clamp slipped and caused a laceration on the patient's scalp. Revision/medical intervention was required. There was a delay in surgery due to the product problem. Additional information has been requested and on (B)(6) 2017, the following was provided: the surgery was not performed with a stereotaxy device. The pounds of pressure applied on the skull clamp unknown. Lot number of the device was also unknown. Integra adult disposable skull pins (product ID and lot number unknown) were used. The pins are not available to be returned for evaluation. The location of the laceration on the (B)(6) male patient was on his scalp. Treatment was reported as the anesthesia provider placing their hand on the affected area. After the issue occurred, the device was replaced.